Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a caucasian female who underwent breast augmentation revision with a 700cc mentor memorygel breast implant experienced spontaneous right sided rupture post procedure. The rupture was diagnosed through a physical examination. As a result, bilateral prosthesis replacement with an unknown implant type is planned for (B)(6) 2020.

Manufacturer narrative:
Additional information was received on october 13, 2020. The patient was 72-years-old at the time of the event. The impacted product was received by the failure analysis lab on october 20, 2020. The explant date was updated to (B)(6) 2020. The device was replaced with 550cc mentor memorygel breast implants. The investigation of the returned device was completed by the failure analysis lab on october 23, 2020. Device evaluation summary: during the visual inspection, the device was found to be ruptured and received in two pieces. Additionally, an anomaly was observed on the edges of the rupture consistent with a crease/fold. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture in a later time. Breast implants may also simply wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6), 2020. In addition to the right sided rupture reported initially, bilateral ptosis was noted. This report relates to the right prosthesis. See 1645337-2020-15801 for contralateral prosthesis report. Manufacturer¿s reference number: pc-(B)(4).